Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic endoscopic bile duct drainage procedure in the bile duct performed on (B)(6) 2022. During the procedure, when attempted to release the stent, a severe resistance was felt in the inner catheter, the inner catheter was pulled slowly, however, it felt too stiff. It was found that the inner catheter had ruptured when it was pulled harder and could not be released. The entire device was removed from the patient. Another 7fr 10cm stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that the push catheter was kinked along the extrusion. The guide catheter was detached in proximal section. The guide catheter was kinked in distal section. The push catheter suture hole was torn and guide catheter stretched. No other problem with the device were noted. The reported event was confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after analysis it was determined the push catheter was kinked along the extrusion, the guide catheter was detached in proximal section, the guide catheter was kinked in distal section and the push catheter suture hole was torn, based on all those conditions there was evidence of a failure deployment and issues through the procedure. It's most likely that during the procedure user manipulation or some tension caused either by the physician's technique and or even by tortuous anatomy caused the kinks on the push catheter, once the push catheter was kinked the user may have experienced difficulties while pulling out the guide catheter which took the user to apply an extra force and kinking the guide catheter, finally could have stretched and detached the guide catheter and as consequence of the tough movement the suture hole got torn and the suture thread was twisted. In summary it is possible that the push catheter kinked caused difficulties on advancing the device through the anatomy and all the observed issues evidenced a failure deployment. Therefore, based on the analysis performed and all the information gathered from the customer and the issues found the overall conclusion code assigned will be "adverse event related to procedure" since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic bile duct drainage procedure in the bile duct performed on (B)(6) 2022. During the procedure, when attempted to release the stent, a severe resistance was felt in the inner catheter, the inner catheter was pulled slowly, however, it felt too stiff. It was found that the inner catheter had ruptured when it was pulled harder and could not be released. The entire device was removed from the patient. Another 7fr 10cm stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.